Event description:
It was reported that during a surgery procedure, the documentation system turned off when switching on the lightsource. According to this info, the surgery was completed successfully.

Manufacturer narrative:
Add'l info will be provided once investigation is completed.